Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: all of the keypad buttons were found to be unresponsive. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 11/14/2012 with the following findings: all of the keypad buttons were found to be unresponsive. The keypad was removed and contamination was observed under the button contacts.